Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression and the lead was stretched. Evaluation summary (B)(4) the performance data collected from the device and the analysis revealed oversensing. There was one ventricular nst (non-sustained tachycardia) = 210 ms average v-cycle on (B)(4)-2009.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the defibrillator conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression and the lead was stretched. Evaluation summary: (B)(4): the performance data collected from the device and the analysis revealed oversensing. There was one ventricular nst (non-sustained tachycardia) = 210 ms average v-cycle on (B)(6) 2009.

Event description:
It was reported that the left ventricular subcutaneous coil was fractured. The coil was explanted and a biventricular system was implanted. No patient complications have been reported as a result of this event.